Event description:
The manufacturer was informed of a patient death that occurred in a hospital as a result of a disconnection of a performax full face mask elbow from the patient circuit. The patient was reportedly using the performax full face mask and a v60 ventilator for "respiratory failure" , twenty four hours a day. The facility reported the v60 ventilator appropriately annunciated an alarm, however the patient succumbed to cardiopulmonary arrest. It is unknown how long the patient circuit was disconnected before action was taken, or if resuscitation was performed. The mask was discarded by the reporting facility. The lot number of the mask is unknown. The serial number for the v60 ventilator is unknown. This mask is intended to provide an interface for application of CPAP or bipap therapy to patients. The mask is for single patient use in the home or multi-patient use in the hospital/institutional environment. The mask is to be used on patients (>66 lbs. /30 kg) for whom CPAP or bi-level therapy has been prescribed. This mask is not suitable for providing life support ventilation. This mask may not be suitable for use on patients who are unable to remove the mask themselves, or who may not be able to spontaneously breathe. The v60 ventilator is intended to provide noninvasive and invasive ventilatory support for spontaneously breathing patients, and is not intended to provide the total ventilatory requirements of the patient. As no product was returned, the manufacturer is unable to confirm the allegation of patient death as a result of the mask becoming disconnected from the patient circuit. Based on the information available, the manufacturer concludes that the patient may have been a poor candidate for this type of ventilation, and that no further action is necessary.